Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that information received on the remote transmission was reviewed by qualified personnel. It was noted that there was ventricular oversensing on some beats for the right ventricular (rv) lead. However, the device still would have treated episode just likely in different zone. The rv lead remains in use. No patient complications have been reported as a result of this event.